Manufacturer narrative:
An event of "a thrombus on the leaflet of the valve" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of "a thrombus on the leaflet of the valve" could not be confirmed. No tissue or coagulated blood was noted on the valve orifice or leaflets, nor within the solution that contained the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 25mm regent valve was implanted secondary to infectious endocarditis of the bicuspid aortic valve. Post-implant, a thrombus was noted on the leaflet of the valve which was unable to be removed with saline flush or gauze swab. The 25mm valve was explanted and replaced with a 23mm regent valve. There was an increase in bypass and crossclamp time due to the removal and implantation of the valve, as well as efforts to remove the thrombus.

Event description:
On (B)(6) 2017, a 25mm regent valve was implanted secondary to infectious endocarditis of the bicuspid aortic valve. Post-implant, a thrombus was noted on the leaflet of the valve and could not be removed easily with a saline flush or a gauze swab resulting in an increased bypass/cross clamp time. The 25mm valve was explanted and replaced with a 23mm regent valve.